Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
On (B)(6) 2016 at approximately 4:00 p.m., the patient felt "sick". The patient's blood glucose result was between "120 mg/dl - 140 mg/dl" on the aviva system. The patient's father gave him something to eat and injected "boli". The patient showed signs of hypoglycemia and was unconscious for a short time. The father called the paramedics and the patient's blood glucose result was 66 mg/dl on the paramedic's meter. The timeframe between the patient's meter result "120 mg/dl - 140 mg/dl" and the paramedic's meter result 66 mg/dl was not provided. The patient was treated with glucose and hospitalized for "some hours". No further information was provided. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr)(B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.